Event description:
Medical affairs was unable to get in contact with the pt and will be sending a letter to obtain more clinical info. The pt called alleging that she experienced blurred vision at the time of testing and was unable to obtain a reading on the meter, because the test strips were damaged. She visited her md and was treated with insulin. No info on her reading at the md's office. The test strips were not expired. She was unable/unwilling to verify the technique of applying blood on the test strip. This case is being reported as a malfunction, since the test strips were damaged.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.